Event description:
A customer called beckman coulter regarding discrepant urine test results from a pt. The pt was tested at the dr's office in 2003 with the icon 25 hcg test kit and the result was negative (-). Urine sample used was not a first morning void. The customer indicated that the pt was retested with "another test", but cannot remember the name of the test kit. The retest result was positive. Four days later, an ultrasound was performed and the pt was estimated to be about 9 weeks pregnant. The lab did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.